Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced possible under delivery of insulin. The customer¿s blood glucose level was 329 mg/dl. Customer treated with insulin for high blood glucose. Customer stated insulin pump was not delivering enough insulin. Customer stated drive support cap was normal. The device will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. (B)(4).